Event description:
It was reported that the right atrial lead was undersensing p-waves. The clinician inquired about programming it to bipolar to increase sensitivity but the lead is a unipolar-only lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4023 implantable pacing lead (B)(6) 1993. (B)(4).